Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. H6: event problem codes: patient code: 1690, 1932. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported an infection along with bone loss at tooth site 46 observed during clinical procedure. One month after the implantation date, during a routine radiographic control it was detected bone loss around the implant. Abcess, edema and inflammation were reported as a result of the event.